Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of chemo tubing separating from an accident could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that unspecified bd¿ IV tubing disconnected and leaked chemo. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that the patient accidently dropped his fanny pack and the chemo line got ripped off and was leaking inside the bag. Verbatim: patient showed up earlier than pump d/c appt time report chemo leaking at home this morning at 9 am. Patient stated he accidentally dropped his fanny pack on the floor, chemo line got ripped off and it was leaking all over inside the fanny bag. Patient utilized chemo spill kit to clean up and store all chemo contaminated materials and brought everything here to us in yellow hazardous bag. Pt clamped off chemo line on his ends. Pt went for radiation today at 11 am. Time of incident and to disconnect time, pt lost 2 hours of chemo before pump d/c. Dr. Called notified of incident and ok per dr. To discontinue now and no need to reconnect chemo, this is patient's last day. Line flushed per protocol with good blood return. Pac site intact and dry. All chemo material disposed appropriately in black box.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV tubing disconnected and leaked chemo. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the patient accidently dropped his fanny pack and the chemo line got ripped off and was leaking inside the bag. Verbatim: patient showed up earlier than pump d/c appt time report chemo leaking at home this morning at 9 am. Patient stated he accidentally dropped his fanny pack on the floor, chemo line got ripped off and it was leaking all over inside the fanny bag. Patient utilized chemo spill kit to clean up and store all chemo contaminated materials and brought everything here to us in yellow hazardous bag. Pt clamped off chemo line on his ends. Pt went for radiation today at 11 am. Time of incident and to disconnect time, pt lost 2 hours of chemo before pump d/c. Dr. Called notified of incident and ok per dr. To discontinue now and no need to reconnect chemo, this is patient's last day. Line flushed per protocol with good blood return. Pac site intact and dry. All chemo material disposed appropriately in black box.